Manufacturer narrative:
The complaint investigation included review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, field data review, and inhouse testing of a retained kit of lot 23292ui00. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history review for lot 23292ui00 did not identify any non-conformances or deviations. Inhouse testing of a retained reagent kit of the likely cause lot determined that all validity and acceptance criteria have been met demonstrating the lot is performing as expected. The overall performance of architect b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value for the complaint lot is within established limits and comparable to other lots in the field. Labeling was reviewed and found to adequately address the issue under review. No systemic issue or deficiency with the architect total b-hcg reagent lot 23292ui00 was identified.

Event description:
The customer observed a false positive b-hcg result generated on an architect i2000sr analyzer for a (B)(6) female patient. Sid (B)(6) initial result = 24.50 miu/ml (positive); repeat result = <1.20 miu/ml (negative). The patient was tested on immulite and generated a result of <1.00 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.